Manufacturer narrative:
(B)(4). Unit was received with a blank display, problem isolated to the electrical board. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify failed battery test alarm due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump received battery failed alarm even after installing new battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.